Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic after receiving a patient notifier, the device was found to have prematurely depleted to elective replacement indicator within a two month period. The device was explanted and replaced. No further information is available.